Event description:
Respond edge study it was reported that left bundle branch block(lbbb) and atrial fibrillation occurred. Procedure summary: the patient was on a prior regimen of heparin or another anticoagulant at the time of index procedure. The day prior to the index procedure, the patient received a loading dose of 300 mg of aspirin. During the procedure, a lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty according to the instructions for use(IFU) and subsequent deployment of a 23 mm lotus edge valve into the proper anatomical location. During the index procedure, the patient was noted to have atrial fibrillation. Post procedure event summary: on the day of the index procedure, the patient developed left bundle branch block. No diagnostic test/procedure was performed for the event. Two days post index procedure, x-ray revealed atrial fibrillation. The events were treated medically. At the time of reporting, the events were considered not recovered. The patient was discharged five days post index procedure on anticoagulants. It was further reported that the event of atrial fibrillation has been withdrawn since the event occurred prior to the index procedure.

Manufacturer narrative:
A1: patient identifier: (B)(6). H3: device evaluation; the device was not returned and therefore device analysis could not be completed. The valve was implanted in the patient. A review of the media from the index procedure was performed. The reported event of arrhythmia cannot be confirmed by the available angiographic procedural media. B5: describe event or problem - updated. H6: patient codes - updated.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluation; the device was not returned and therefore device analysis could not be completed. The valve was implanted in the patient. A review of the media from the index procedure was performed. The reported event of arrhythmia cannot be confirmed by the available angiographic procedural media.

Event description:
(B)(6). It was reported that left bundle branch block(lbbb) and atrial fibrillation occurred. Procedure summary: the patient was on a prior regimen of heparin or another anticoagulant at the time of index procedure. The day prior to the index procedure, the patient received a loading dose of 300 mg of aspirin. During the procedure, a lotus introducer sheath was placed, and the native aortic valve was treated with balloon valvuloplasty according to the instructions for use(IFU) and subsequent deployment of a 23 mm lotus edge valve into the proper anatomical location. During the index procedure, the patient was noted to have atrial fibrillation. Post procedure event summary: on the day of the index procedure, the patient developed left bundle branch block. No diagnostic test/procedure was performed for the event. Two days post index procedure, x-ray revealed atrial fibrillation. The events were treated medically. At the time of reporting, the events were considered not recovered. The patient was discharged five days post index procedure on anticoagulants.